Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was duplicated in the evaluation. The pump powered up with auditory and vibratory features and emitted a language file corruption related hard call service alarm that could not be cleared by pump reboot. The remaining testing could not be completed. Review of black box history found multiple language file corruption related alarms. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 069 when powering up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.